Event description:
On (B) (6) 2004, patient was implanted with an artificial bowel sphincter. On (B) (6) 2009, the cuff and balloon were revised. On (B) (6) 2009, the entire device was removed due to infection.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. No device malfunction was reported. Device was not returned to ams for evaluation. No conclusion can be drawn.